Event description:
It was reported that pump screen had started to peel and was only partly responsive, patient needed to tap multiple times to get responses, screen often timed out during use. There was no reported impact to the customer¿s blood glucose level. Patient declined further follow-up with technical support, was out of warranty and in process of pump renewal, and no additional information was received regarding the outcome of the event.